Manufacturer narrative:
Additional information was received that this complaint is no longer reportable due to if there is an increase in peep in the circuit, it will be displayed on the pressure gauge and also ventilator display. Machine is designed to alarm. Unit continues to ventilate.

Event description:
It was reported that there was a malfunction resulting in overdelivery of pressure. There was no patient involvement.

Manufacturer narrative:
A ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.